Event description:
It was reported that upon interrogation there was less information on the programmer. Upon restarting the programmer, it was noted that the device was at elective replacement indicator. It was also noted that the device had a power on reset. The device was explanted and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion indicated as time of elective replacement indicator (eri) in save to disk was on (B)(6) 2012, device eri<=2.62 volt. The weekly battery voltage trend data shows min bat from 2.62volts minimum between (B)(6) 2012. Power on reset (por) parameters were also noted as one por for write to locked ram, addr=169d, data=20 occurred on (B)(6) 2012 13:31:19. One patient alert for por occurred on (B)(6) 2012 12:31:19.